Manufacturer narrative:
All information provided by manufacturer, and maude report (B)(6).

Event description:
It was reported that the lead was explanted due to non- specific malfunction. No further information is available.